Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Confined to a wheelchair [mobility decreased]. Case description: an attorney reported that his (B)(6) old male client used fixodent denture adhesive, version unknown cream for his dentures beginning in 1993 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, neuropathy, excess zinc, copper depletion, and confined to a wheelchair. Health care professional was visited. Blood test revealed elevated zinc and depressed copper. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. He discontinued use of the product. Past medical history included: medical history - denture wearer. No further information was provided.